Event description:
It was reported that following a ptca treatment procedure, the polymer on the distal end of the pt graphix int guidewire had twisted. The physician suspected that the balloon during the procedure. The lesion being treated was a calcified, 99% stenotic lesion in the mid left anterior was a calcified, 99% stenotic lesion in the mid left anterior descending coronary artery. The procedure had been successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as 'good'.